Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the tornado platinum embolization microcoil was stuck in the end of the microcatheter. It was further noted that the coil was stretched. The procedure was completed by using a new device, and there were no reported serious injuries to the patient as a result of the product problem.